Manufacturer narrative:
Continuation of d10: product ID a810 serial# unknown product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. E1: alternate phone number for initial reporter: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving morphine 25mg/ml via an implantable pump. The indication for use was spinal pain indications. The healthcare provider reported that the patient had a pump replacement on june 23rd of this year. During the update process, the incorrect drug concentration units was entered documenting the patient's therapy as being delivered in micrograms (mcg) instead of the correct 25 mg/ml of morphine. The caller requested assistance in correcting this programming discrepancy. The caller was walked through the process of updating and correcting the drug concentration in the programmer to accurately reflect the patient's prescribed therapy. Following the correction, no signs or symptoms of withdrawal or underdose were reported. No further issues were reported at the conclusion of the call.